Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the frozen image could not be identified, nor could the phenomenon be confirmed/reproduced. Also, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of image freezing was not confirmed. However, the color of the image was abnormal due to a faulty circuit board. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the image was freezing on the evis exera iii video system center. The device was a loaner and there was no procedure or patient involvement.